Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with no damage observed on the pump. Event log history was performed and indicated that two 10 ml followed by 20 ml bolus tests were performed prior to the pump's return to smiths medical. During analysis, the customer's concern regarding failed accuracy (-9%) was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Service recommended to ask customer to check their accuracy testing cassette for damage. It was noted that cassette may have a broken latch arch due to the negative error value being reported. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy (-9.0%). It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Event description:
Additional information provided indicated that there was no patient involvement.